Manufacturer narrative:
Additional information was received from the customer that indicates the issue was with the control biological indicator(bi). This was not an event of a positive bi result after sterrad processing and incubation. There was no load involved. Therefore, the event is not MDR reportable.

Manufacturer narrative:
Brand name - the correct brand name is cyclesure bio indicator. Catalog number - the correct catalog number is 14324_97. Lot number - the correct lot number is 06316030. Expiration date ¿ the correct expiration date is 02/28/2017. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.